Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire the trigger button could not be replicated in a testing environment based on the returned condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported failure to fire the trigger button could not be determined as returned device condition indicated the clip was deployed. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic procedure. Reportedly, the sheath split completely; however, the deployment button was unable to be depressed to deploy the clip. The safety release was used to retract the vessel locator wings and the device was removed from the anatomy. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.